Manufacturer narrative:
H3. Device evaluation summary: product analysis # (B)(4): 6550004, lot# kh19b206 visually confirmed that the instrument tip has been broken/sheared off, consistent with interface during usage. Optical fracture surface analysis reveals a fairly flat fracture surface, consistent with torsional overload. The above findings are consistent with torsional overload. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a device used for spinal therapy. It was reported that the tip of the driver was broken. There was no patient involvement reported. There were no further complications reported regarding the event.